Event description:
It was reported that the line near flotrac sensor is cut. No patient injury reported.

Event description:
Same case as MFR report #: 2134265-2010-00815, -00992. (B) (6) it was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed congestive heart failure. Three unknown size taxus express2 stents were placed in the mid rca (right coronary artery) in (B) (6) 2008. In (B) (6) 2009, the patient developed congestive heart failure requiring hospitalization and medications. Millisrol and lasix were given, the patient condition improved, and the patient was discharged 15 days later. The one year follow up showed no angina symptoms.

Manufacturer narrative:
Customer report was confirmed. One complete flotrac kit was received for evaluation. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). The broken tubing was bent near the bond joint. No related non-conformances in the DHR review.